Event description:
It was reported that the day following a new implant prior to discharge check, sensing had fallen, and capture thresholds had risen on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.